Manufacturer narrative:
Analysis was able to confirm the customer comment, the sensitivity encoder was broken off the housing, the sensitivity knob was missing. The lower case was damaged. The white wire of the display was compromised. Liquid crystal display needed to be replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the menu dial parameter button of the external pulse generator (epg) was missing . There was no patient involvement. It was further reported that the epg subsequently tested out of specification during analysis.